Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml , dose not reported, via an implantable pump. The indication for use was movement disorder. The company representative was called to assist the nurse in the ER (emergency room) last night, (B)(6) 2016, with decreasing the patient's dose on the pump. The patient was in the ER (emergency room) with skin breakdown to the back and near the pump. The physician was ruling out infection. The physician was planning on weaning the itb (intrathecal baclofen) and explant the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.